Event description:
Additional info provided by the surgeo indicates the reported unexpected postoperative refraction was not related to the intraocular lens (iol). The surgeon stated the iol exchange was performed due to refractive reasons related to the pt's previous radial keratotomy procedure.

Event description:
A surgeon reports that a pt had an intraocular lens replaced due to unexpected post-operative refraction. More information is being sought.